Manufacturer narrative:
The complaint of external catheter breakage is confirmed, user-related. The characteristics of the damage found on the complaint sample are consistent with a tensile break in which the elastic strength of the catheter has been exceeded. The product instruction for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) of rewj1439 showed no other similar product complaint(s) from this lot number.

Event description:
Perqcath plus placed in scalp vein of (B)(6) pt. Baby pulled at catheter and it broke from the clear hub. Some of catheter remained external to the insertion site so was able to be safely removed with no pt harm.